Manufacturer narrative:
Cmp: (B)(4). Implant 2012. Medical product: unknown articular surface, cat#: unknown, lot#: unknown. Unknown femoral component, cat#: unknown, lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04962, 0001822565-2017-04963 and 0001822565-2017-04964. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and swelling with the knee being warm to the touch. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.